Event description:
Impella cp was inserted via the right femoral artery in a 55-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage e, with cardiopulmonary resuscitation (CPR) in progress during transport to the cardiac catheterization laboratory. Following insertion of the impella cp, the patient remained profoundly unstable. The treating physician reported that the patient had a poor neurologic prognosis due to a prolonged downtime exceeding one hour prior to support initiation and did not elect to escalate therapy. During the procedure, the physician elected to leave the 14 french peel-away introducer sheath in place and hub the repositioning sheath to the retained peel-away sheath. The risks associated with maintaining the peel-away introducer sheath in place outside of intended use best practices were discussed with the physician, who acknowledged and accepted those risks. No device alarms, malfunctions, or performance concerns were reported. The impella cp functioned as intended throughout support. Subsequently, based on the severity of the patient's underlying clinical condition and poor neurologic prognosis, the patient's family elected to withdraw care. The patient expired following withdrawal of care. Based on the available information, the impella cp performed as intended with no reported device malfunction or interruption in support. The physician's decision to leave the 14 french peel-away introducer sheath in place represents use outside intended best-practice recommendations. However, there was no reported patient consequence directly attributed to retention of the peel-away sheath. The patient's poor prognosis was documented prior to placement of the impella cp and introducer sheath and was associated with prolonged cardiopulmonary resuscitation and severe cardiogenic shock. The death is conservatively being reported on the 14 french introducer sheath due to the inability to conclusively dissociate the product from the patient outcome; however, there is no reported evidence that retention of the peel-away sheath contributed to the patient's death, which is more likely attributable to the severity of the patient's underlying critical illness and prolonged pre-procedural cardiac arrest.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.